Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned without a portion of the distal tip. Device analysis revealed kinks in the sheath assembly from femoral marker to the proximal end. A damage was observed in the distal tip assembly of the catheter. Impedance testing shows a good unit wave form. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. During image characterization testing, a good square image appeared in the ilab system. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that tip separation occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified left pulmonary artery. An opticross¿ imaging catheter was selected for use. During a percutaneous transluminal angioplasty (pta), it was noted that lost image occurred while attempting to cross the lesion. The opticross¿ imaging catheter was then removed from the patient's body; however, the tip of the catheter became detached when the physician was checking the condition of the device. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications or injuries were reported.